Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the pump's black box showed evidence of call service 078 alarms. The pump was exercised for 24 hours and the call serice 078 alarm was not duplicated. Moisture damage was found on the motor connector. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button cover was detached from the pump.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging that there were multiple call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.